Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient started having difficulty recharging both of their ins devices around (B)(6) 2018. It was also reported that the ins devices were depleting. No symptoms were reported. As a result of this issue, the doctor has planned to replace both of the patient's implanted batteries. It was noted that the patient had power on reset (por) before, which was a factor that led to the recharging issues. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jun-21. The rep confirmed that the event was reported to them by the patient. The rep became aware of the first power on reset (por) on (B)(6) 2019. The cause was unknown. The patient claims to charge them regularly but one of them was shocking them so they didn't use it and didn't charge it. On (B)(6) 2019, additional information was received from the hcp via the rep. It was reported that the device that was implanted on (B)(6) 2013 was the device that was shocking the patient. The patient first started noticing the shocking on (B)(6) 2016. The explant surgeries have been scheduled to occur on (B)(6) 2019. No further complications were reported or anticipated.